Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown omnifit 10deg insert 32 mm. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left hip revision for poly wear and pain. Insert and head revised.